Manufacturer narrative:
The customer did not return this device for evaluation. The customer did not return this device for evaluation.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device.

Event description:
While testing the micro sagittal saw during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the micro sagittal saw during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.